Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule could not be found with the endoscope. The patient awoke with the capsule in her mouth. The patient was not injured following the procedure.